Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received "hi" (readings higher than 500 mg/dl) on the sensor scan result and experienced "a tendency of fainting" due to hypoglycemia. A reading of 68 mg/dl was obtained on the built-in meter. The customer had contact with a healthcare provider and was treated with orange juice and 3 packets of sugar. A reading of 92 mg/dl was obtained on the hcp meter and no further medication was provided. There was no report of death or permanent impairment associated with this event.